Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a neurological intervention using a 6f sheath. Reportedly, when the plunger was removed, the suture was not found. Step 4 did not proceed unable to close the foot and the proglide did not come out of the anatomy. The distal guide separated during removal attempts. Forceps were used to remove the separated portion. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to previously filed report, additional information was received:the posterior foot was noted to be missing from the proglide device after removal. The foot was confirmed to not be in the anatomy via angiogram and was thought to have fallen outside of the patient. There was no reported obstruction of blood flow to the vessel.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation and foot separation were confirmed. The entrapment of the device, failure to cycle and difficult to open or close could not be replicated due to the condition of the device, and additionally, nor in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. The reported difficulties appear to be related to an interaction with patient anatomy or angle of insertion contributing to a guide break, resulting in a cuff miss, entrapment of the device, and the difficult to open or close. Manipulation of the device probably induced the guide separation, and foot separation, resulting in the subsequent treatments. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.